Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11519. It was reported that the patient developed an infection. Vegetation was noted on the right ventricular lead. The pacemaker and lead were explanted by laser extraction. An external pacing lead was implanted. Patient was stable throughout event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.